Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had no access to medications. The malfunction did not occur while trying to issue patient meds. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
Correction: section b describe event or problem.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had no access to medications. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no access to medications. A field service technician mentioned that coordinator worked on the server to start the process to added them back and conducted preventative maintenance on the station and checked all functions to resolve the issue. The system functioned as intended after the field service technician troubleshot the device.